Event description:
The customer received a blood glucose reading of 220 mg/dl from her contour and a reading of 548 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had to leave for an appointment, so she was unable to troubleshoot or provide any additional info. No product will be returned at this time.